Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-02225. It was further reported that another 16 x 4.50 rebel stent was also used during the procedure. The stent also came off the stent delivery system and was removed with a snare.

Manufacturer narrative:
(B)(4).   Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a saphenous vein graft. A 20 x 4.50 rebel stent was advanced in conjunction with a non-bsc guide extension catheter for treatment. However, during the procedure, the stent came off the stent delivery system (sds). The sds was removed from the patient's body and the dislodged stent was retrieved with a snare. The procedure was completed with a 4.0 mm rebel stent. No patient complications were reported and the patient's status was fine.